Manufacturer narrative:
(B)(6). (B)(4). The original implant procedure occurred on an unknown date. The investigation could not be completed; no conclusion could be drawn as no product was received. H6: DHR review- investigation is on-going. No conclusion could be drawn as no device was returned. Part #: 456.315s, lot#: 5524875 (sterile) - 10mm/130 deg ti cann troch fixation nail 170mm-sterile. Quantity 6. Lot was release to the warehouse on 06/04/2007. Device was released on 05/21/2007 for quantity 6. There were no nonconformances generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a trochanteric fixation nail (tfn), helical blade and screw on an unknown date.the tfn nail, helical blade and screw were removed from the patient on (B)(6) 2015 due to pain. There were no issues or damages with the implanted tfn devices and no surgical delay noted. This is report 1 of 3 for (B)(4).